Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that 30 patients with unilateral abg ii non-modular femoral stems. Testing results included 13 patients reporting pain, 7 patients with type I pseudotumors,12 patients with fatty atrophy of piriformis, 6 patients with fatty atrophy of gluteal muscles, 4 patients with fatty atrophy of iliopsoas, and 4 patients with trochanteric bursitis. Serum levels for cobalt and chromium were reported as elevated.